Event description:
Product code reported in initial MDR was not provided by the customer, but was used to allow opening of this actifuse abx complaint since the actual code was not available.

Event description:
Patient 1 of 8: this is a spontaneous device-related case report from a physician in (B)(6) via a sales representative. It was reported about eight (8) patients (no exact number of patients provided by the physician) experienced enhanced swelling of the wrist subsequent to treatment with actifuse abx. Physician did not intend to report an adverse event but just wanted to explain why he does not use actifuse anymore for wrists. The event happened some time ago, in early 2013 or even in 2012. No exact information about the date of occurrence provided by the physician. No information about code and batch number of used actifuse provided. No further information provided.

Manufacturer narrative:
(B)(4). Due to the lack of information, the case is not currently assessable and this case is being conservatively reported. Baxter is currently in the process of following up with the reporter for additional information. A follow up report will be submitted upon receipt and evaluation of additional information.

Manufacturer narrative:
(B)(4). Further information was requested from the reporter in order to provide an evaluation of the causal association. Despite requests for further information, none was provided by the reporter. Baxter (B)(4) completed the investigation, however as neither the lot number or sample were provided for evaluation, neither batch review or sample evaluation was possible. No trend was identified. Additionally, a review of details of the complaint and medical assessment by baxter (B)(4) indicated that no further investigation is possible as sufficient information was not provided by the reporter. The case will be kept on file for trending purposes.